Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the follow up in clinic, noise resulting in oversensing was noted on the right ventricular (rv) lead. Insulation damage of the rv lead was suspected, but not confirmed. Additionally, provocative testing was performed, but the noise was unable to be reproduced. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.